Manufacturer narrative:
Reported event of ¿one of these ports fell apart¿ was confirmed based on photographic evidence and device evaluation. Received one ias8-120lp in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the device was received disassembled. All pieces were returned. There is evidence where the foam tore from the sound cap. A two-year lot history review cannot be conducted as a lot number was not provided. A device history review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 20 complaints, regarding 23 devices, for this device family and failure mode. During this same time frame 991,110 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00002. Per the instructions for use, the user is advised the following: inspect sound cap foam and seal prior to use. Use caution when inserting a sharp or large device through the blue sound cap seal. Inspect the sound cap after use for physical damage of any kind. Use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs. Do not use excessive downward force. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, ias8-120lp, airseal 8/120mm port, was being used during a da vinci assist sacral colpopexy tlh, bso enterocele/posterior repair, poss retropubic midurethral sling, cysto procedure on (B)(6) when it was reported ¿one of these ports fell apart, during a case, in the patient¿s body. The doctor had to go in and fish out the plastic parts.¿ further assessment found that all of the fragments were removed from the patient. The procedure was completed with a 10-minute delay. The status of the patient is unknown. There was no report of injury, medical intervention or hospitalization to patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device, ias8-120lp, airseal 8/120mm port, was being used during a da vinci assist sacral colpopexy tlh, bso enterocele/posterior repair, poss retropubic midurethral sling, cysto procedure on (B)(6) 2023 when it was reported ¿one of these ports fell apart, during a case, in the patient¿s body. The doctor had to go in and fish out the plastic parts.¿ further assessment found that all of the fragments were removed from the patient. The procedure was completed with a 10-minute delay. The status of the patient is unknown. There was no report of injury, medical intervention or hospitalization to patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.